Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and suprarenal aortic extension on (B)(6) 2012. Re-intervention occurred on (B)(6) 2016 to resolve a type 3b endoleak. During the secondary procedure, the patient was implanted with an additional afx bifurcated stent graft and a vela infrarenal.